Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 1.5x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at 1115 kilopascal, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 1.5x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at 1115 kilopascal, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed pinhole 5.5mm from the tip. There is blood present in the balloon and the balloon is loosely folded. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:39 pm CT. The report number is being corrected from: 2134265-2018-64518 to: 2134265-2018-63095.